Manufacturer narrative:
Referring to the final clinical complaint investigation report: the investigator found out that there were clear indications that something was wrong either with the pt's access, which is unlikely since the pressures were normal at the start of the treatment and self-corrected toward the end, or kinking in the line. The most likely cause was a kink in the blood tubing. Gambro has found no evidence to suggest that its device caused or contributed to this event.